Event description:
A customer reported that the touchscreen on their pump was unresponsive, with the screen frozen and not responding to input. Due to the issue, the customer was unable to check their blood glucose level as they did not have an active sensor or a meter. The customer took corrective action by administering a correction bolus via the pump. Technical support provided guidance on performing a pump reset, which the customer chose to execute. Following the pump reset, the issue was resolved, and the customer could interact with the pump screen again.